Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: during investigation, the keypad cover was peeling off and all the keys were responsive to user presses. The keypad cover was removed and there was contamination found under the ok and contrast key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation a damaged keypad and contamination. This report is made based on results of investigation completed on 11/16/2016.